Event description:
Nurse scans a medication that is not on patient profile. Scanner beeps with the same audible tone as a correct med, but a message pops up on the meditech bmv (bedside medication verification) screen on the pc with an "ok" button that is highlighted. The nurse continues to scan the next med without interacting with the screen and the error message is cleared. What should happen is that a different audible tone would sound that would alert the nurse and the error would not clear unless the nurse interacted with the screen, selecting "ok" then "exit" (f11) - the error message would not clear just by the nurse scanning another med.meditech tested scanning and received appropriate error messages for medication not on patient profile. Also reported that there isn't a two-way interface between meditech and the scanner. Information is sent from the scanner to meditech and there isn't a means for meditech to send a response back to the scanner to generate a different tone based on the scanning activity.